Event description:
Surgeon pre-drilled the humeral head implantation site and used the 2-finger technique when inserting the anchor. On the 3rd turn of the anchor the head snapped off. He attempted to retrieve the broken anchor arthroscopically but was required to open the shoulder to retrieve the piece. Case was completed with a similar anchor placed in the humeral head in a prepared site aside from the originally prepared site.

Manufacturer narrative:
Device was received with the anchor broken at the eyelet. Eyelet remains in the inserter shaft. Magnification shows no voids in the material. Break is an uneven shear and the hex is misaligned within the inserter. These characteristics are consistent with hard use or side loading forces being used.